Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, as report, traumatic femoral fracture from patient placing washing machine onto a truck and subsequent fall. Stem and head removed. Srom (synthese) & biolox ceramic head inserted. X-rays attached. Au vigilance decision: non-reportable- tga exemption rule 6 applies: expected and foreseeable side effects that are documented in MFR IFU or labeling are non-reportable. Reference to: advese effect 16 documented in MFR IFU.

Manufacturer narrative:
Updated item number.